Event description:
The customer reported via phone call that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The customer's blood glucose was 112 mg/dl, compared with the sensor reading of 69 mg/dl. The threshold suspend limit was set to 69 mg/dl. The customer advised that she did not have low blood glucose. The customer also observed blood at the insertion site upon removal of the sensor. She was advised that the sensor would be replaced and agreed to return the sensor for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.